Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's order did not shown on the station. A technical support specialist (tss) dialed into the server and found the patient in preadmitted status. Contacted the explained the issue to and observed that although the patient¿s admit time was current, the status remained in preadmission. Requested to consult hospital adt and resend code a01. Customer confirmed that the patient would be officially admitted on (B)(6) 2025 and at that time it was in preadmission. The customer verified that the patient¿s name was visible on the station. Since the case was about a missing patient/order in pyxis, it was assumed the patient¿s name wasn¿t appearing. Unable to check the station for order details at that time, so recommended emailing user customer, advised that if user still couldn¿t see the orders, he could adjust the med due display range settings and remove the ¿before order start¿ filter. Additionally, noted that the patient in preadmission status wouldn¿t appear on the station despite the current date. Another patient had just been admitted and was visible on the station, though I couldn¿t access their order details. Attempted to contact the user again, but the call went to voicemail. The user had reported that the order was placed and verified but not available for dispensing. Suggested creating a test order to verify if the issue persisted and offered to check the server configuration if needed. As there was no further response from the customer, the case was closed. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server patient order was not showing on pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ es server patient order was not showing on pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.